Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was also reported that the right atrial (ra) lead exhibited oversensing of atrial tachycardia/atrial fibrillation (at/af). Both the rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.